Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that orders were not crossing over from the station. The technical support specialist (tss) dialed into the server and ran the sitedown query, validated carefusion coordination engine (cce) connectivity and xml file processing, and informed the customer that the issue appeared resolved. The customer was advised to call back if the issue occurs. Further troubleshooting confirmed the problem affected pharmacy-order only, with no impact on patient transfers. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, orders not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.